Event description:
The balloon of the catheter ruptured when in patient.

Manufacturer narrative:
From the failure investigation and available information on the reported incident, it was concluded that the cause of reported failure is unlikely due to the manufacturing process as the catheter assembly had gone through 100 percent balloon functional tests at the sub-assembly, final assembly and prior packaging to detect for any defective balloon. Visual examination conducted on the returned sample observed that the profile of the balloon was complete but a torn was observed. The balloon proximal bonded area also had a broken/torn. The damage on the balloon was coupled with a lifted "peel" of balloon surface, at approximately 1mm from the edge of the proximal bond and it was in irregular profile across the balloon. Based on the simulation conducted, the most likely cause of the reported incident in the product could be to the following: haemostasis valve luer lock of the sheath introducer not fully loosed. This could result to obstruction and/or resistant during the insertion of the catheter body, thus damaged the balloon; the damaged balloon could be due to the over inflation of the balloon during application. The incident is remote and is not manufacturing related and has small volume limits potential health hazard, therefore, field action is deemed not necessary. This event will be discovered when following IFU and standard clinical practice which is to test the balloon for inflation/deflation prior to use on patient. No evidence that IFU is inadequate.